Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the lower left hand side. The leak was discovered after compounding but before release to the patient. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a leak on the back side of the bag. Magnified inspection of the leak location noted a gouge with additional scratches and surface damage adjacent which are indicative of handling damage. There was no witness mark on the interior of the front side of the bag opposite the gouge location which indicated the damage occurred when the bag was full. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.